Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized with an elevated blood glucose (bg) level of 387 mg/dl and diabetic ketoacidosis (dka). Supply changes were performed and a correction bolus was delivered prior to the hospitalization in an attempt to address bg level. While in the hospital, the customer received treatment in the form of an insulin drip. The cartridge in use prior to the hospitalization was still loaded on the pump and it was found to be leaking. The customer alleged that the hospitalization was caused by this leaking cartridge. At the time of the report, the customer remained in the hospital. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.